Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154949 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/19/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device, but not lined up with the "2". The white plunger was fully depressed and the blue slide lock was engaged. The seal was observed inside the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects, cracks or delamination was observed on the seal. Measurements of the delivery device were taken: the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.223 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they noticed the heartstring was curled a bit in the loading device. They attempted to roll the heartstring and it did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they noticed the heartstring was curled a bit in the loading device. They attempted to roll the heartstring and it did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they noticed the heartstring was curled a bit in the loading device. They attempted to roll the heartstring and it did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.